Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt ECG "c&d" cable was severed between the ECG's. There is no indication that the severed cable caused or contributed to the patient's passing as the device was able to capture the patient's ECG up until the moment of the electrode belt disconnection. The root cause for severed cable was physical abuse. Device manufacture date: monitor: 11/19/2013, belt: 03/28/2012.

Event description:
A us distributor contacted zoll to report that a patient had passed away while wearing the lifevest on (B)(6) 2020. Per clinical review of the continuous ECG recordings, the device was started up at 01:53:55 on (B)(6) 2020. The patient was in sinus tachycardia at 120 bpm when the device was shutdown at 02:31:35. The device was started up again at 03:10:38. The patient was in vt at 250 bpm with motion artifact/electrode lead fall off at the time of the device startup. Motion artifact/electrode lead fall off prevented the lifevest from detecting the arrhythmia from 03:10:38 to 03:11:27. The patient was in vt at 190 bpm at the time of arrhythmia detection at 03:11:28. Gel was released at 03:12:36. The patient received an appropriate treatment at 03:12:37. The patient's rhythm at the time of treatment was vt at 180 bpm with motion artifact/electrode lead fall off. The patient's post-shock rhythm was asystole with cardiac activity and motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was in an idioventricular rhythm at 60 bpm with motion artifact/electrode lead fall off from approximately 03:15:17 until the electrode belt was disconnected at 03:16:44 on (B)(6) 2020. The patient passed away on (B)(6) 2020.